Manufacturer narrative:
Product ID: 3487a-33, lot# j0421748v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead; product ID: 3487a-33, lot# j0421748v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies) and non-malignant pain. It was reported the patient had a revision. The patient reported that the leads from her first system were replaced as they had migrated due to so much tissue that developed. The patient received a different type of lead. No patient symptoms were reported. No further complications were reported/anticipated.